Event description:
A customer reported a malfunction on their pump, identified by code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and helped the customer reset the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction reappears.